Event description:
It was reported by svc report that power cord was missing its ground prong and the comm cord had exposed wires. Additionally, it was reported that the comm cord had pulled away from the bed connection resulting in the loss of nurse call and bed functionality. No adverse consequences were reported.